Manufacturer narrative:
Device not returned to manufacturer for evaluation. Device not returned to manufacturer.

Event description:
On (B)(6) 2016 a one level alif was performed using the irix-a at level l5-s1. The device is oriented with the 2 lateral screws going up into l5 and the medial screw going down into the sacrum. Surgeon is alleging that the medial screw has backed out 2-4 mm. An x-ray image was provided, but it was of very low quality. An additional image was requested but never provided.